Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise while reading a book resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Device data determined that device was programmed to the primary vector with one times gain at the time of the delivered shock. The device was tested in clinic, however noise was not able to be reproduced. The cause was attributed to a change in the impedance pathway of the sensing vector. This system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did identify that the polycin vorite notch near the sense b node did have a crack, however it did not extend to the electrode insulation. This crack was determined to had not caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise while reading a book resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Device data determined that device was programmed to the primary vector with one times gain at the time of the delivered shock. The device was tested in clinic, however noise was not able to be reproduced. The cause was attributed to a change in the impedance pathway of the sensing vector. This system was explanted and returned for analysis. No additional adverse patient effects were reported.